Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the defibrillation energy delivery level is not as expected. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that defibrillation energy delivery level is not as expected. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that defibrillation energy delivery level is not as expected. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
During evaluation the pac technician also observed that there was no defibrillation energy delivered. The cause of the reported issues was determined to be due to the blown h-bridge fets, q71 & q74 due to electrical overstress. The customer's device was archived by stryker. The customer has been provided with a replacement device.